Event description:
It was reported to philips that the device will not boot up. There was no reported patient involvement.

Manufacturer narrative:
The fse applied z-2328-2015 to the device to resolve the issue. Note that z-2328-2015 includes upgrading the device software and replacing the following parts: speaker assembly, battery pca with stabilizer, therapy pca, processor pca, rear assembly, therapy port receptacle with therapy port receptacle extender, lan to processor pca cable, power supply to therapy pca cable, and ECG port connector block.